Manufacturer narrative:
Mw5078083 received from FDA. End of report.

Event description:
A customer reported the following information via a medwatch report: accessed port on pediatric patient using the new tegaderm chg 3m dressing. Port was accessed and dressing applied as trained without complications. Patient medication started and was infusing via port. Stepped away from bedside to prepare next medication. Floor ma entered the med room and stated that the patient's port needle was out. As mom reported, went to the bedside and needle was out from the port injection site under 3m nonadhesive portion of the dressing. Needle laying against patient's chest. Quickly removed dressing and assessed site. Patient does have 3 red round marks that appear to be from the needle poking the skin under the nonadhesive portion. Called provider and updated on events. New order for medication was needed because the medication did not infuse as the needle was dislodged. Port site re-accessed using sterile technique dressing applied was not the chg dressing. Dressing applied was 3m adhesive tegaderm film 1624w. The details in the report is the extent to which we identify medications involved or patient contact.